Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, while approaching the pulmonary vascular, they tried to fire the device but the it was unable to be fired. The surgeon was able to press the green button, but unable to squeeze the handle. There was a problem with releasing. The procedure was completed with another device. No patient harm.